Event description:
It was reported that this pacemaker exhibited an alert that the device entered safety mode and was suspected to have premature battery depletion (pbd). The patient is feeling effects from unipolar pacing in safety mode. The device is scheduled to be explanted and is expected to be returned for analysis. At this time, the pacemaker remains in-service. No additional adverse patient effects were reported.

Event description:
It was reported that this pacemaker exhibited an alert that the device entered safety mode and was suspected to have premature battery depletion (pbd). The patient is feeling effects from unipolar pacing in safety mode. The device is scheduled to be explanted and is expected to be returned for analysis. At this time, the pacemaker remains in-service. Received additional information the device was explanted and replaced successfully with no complications. The device has been returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
The device analysis concluded, evidence of memory corruption is unrelated to device hardware. Analysis cannot determine the cause of the corruption, as the device was operating normally during analysis, and no further evidence of the cause is available.

Event description:
It was reported that this pacemaker exhibited an alert that the device entered safety mode and was suspected to have premature battery depletion (pbd). The patient is feeling effects from unipolar pacing in safety mode. The device is scheduled to be explanted and is expected to be returned for analysis. At this time, the pacemaker remains in-service. Received additional information the device was explanted and replaced successfully with no complications. The device has been returned for analysis. No additional adverse patient effects were reported.